Event description:
Per the clinic, the patient experienced itching, swelling and a perichondritis infection at the implant site. The device was explanted on (B)(6) 2025, and it is unknown if the patient was reimplanted with another cochlear device during the same surgery.